Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the microswitch was missing the lever arm. Functional testing could not be performed as the disposable or temperature check could not be properly installed without the device having a complete micro switch. The complaint was confirmed, and the root cause was due to a broken and missing microswitch lever from usage. A device history record (DHR) review showed this device passed all functional tests including interlock switch test for proper disposable detection and there was no recorded discrepancy or rework. The microswitch was replaced, performed preventative maintenance (pm) and calibration. Device passed all functional and delivery tests.

Manufacturer narrative:
Other text: a1, b5 and h6. Health effects codes, updated.

Event description:
Additional information received via email. Event occurred in biomedical engineering workshop. This was discovered prior to patient use. The event was still on going. There was no patient injury and no medical intervention.

Event description:
It was reported that the 'disposable set' alarm will not disarm despite the set being properly installed. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.